Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped on ground, and caller confirmed damage beneath screen protector with touchscreen unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer was unable to interact with pump, and technical support arranged to provide supplier report since pump was out of warranty, with no additional corrective actions reported.